Manufacturer narrative:
The investigation of vf/vt/af/at and low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Data review: data logs confirmed the failure mode & clinical narrative. Logs showed alarm 13 (impella stopped-motor current (mc) high) and 115 (impella stopped (rpm deviations)) were triggered after pump started but resolved quickly. After that, pump ran with fluctuated flows but still be in normal range and multiple suction alarms for 927 hours then low flow occurred and remained to the rest of the case. Failure mode temporary pump stop added as failure mode based on data review. The root cause of temporary pump stop was unable to be determined as limited clinical details were provided and no product was returned for review. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Entering cardiac output (impella cp with smart assist). Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28316.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced cardiac arrhythmias and multiple suction alarms. The pump position was verified via echo, the p level was reduced, and multiple blood products were transfused. However, the suction alarms did not resolve. The decision was made to exchange the pump for another impella 5.5.

Manufacturer narrative:
The product was returned in damaged condition as the catheter was cut off. Visual inspection found no issues on the pump. Pump run test was unable to be conducted since the pump was damaged.